Event description:
Caller reported that insulin gauge displayed a different amount than expected, with discrepancies ongoing since december 20, 2025. However, it was noted that there was no adverse impact to the customer¿s blood glucose level. The issue was initially resolved by adding more insulin to the existing cartridge, and technical support advised calling back for further troubleshooting if the problem recurred. Additionally, caller requested an email with links to cartridge load resources.